Event description:
During follow-up, premature battery depletion was suspected. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was found to be in backup mode upon interrogation, attributed to a transient non-maskable interrupt (nmi). The transient nmi was caused by exposure to cold temperatures post-explant. Review of the device image noted a false eri (elective replacement indicator) flag, which was attributed to autocapture being programmed on and in high output mode. When autocapture is programmed on, the device output will adjust itself to accommodate the patient¿s needs for pacing, which can result in transient low battery voltage and affect the remaining longevity of the device. A longevity calculation was performed and the device met its longevity requirements. The device was tested on the bench in the laboratory and no anomalies were found.